Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) trial, ide# (B)(4). FDA approval for heartmate 3 lvas was on 23 august 2017. The same device is used commercially and in the (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 5 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient had a history of benign prostatic hyperplasia now with increasing post-void residual. The patient was continued on 0.4mg of flomax and 5mg of finasteride daily. Urine cultures were taken and they were negative; the foley was removed on (B)(6) 2018. The patient received one unit of packed red blood cells on (B)(6) 2018 as well. The hematuria was resolved.

Manufacturer narrative:
Investigation summary: a correlation between the device and the reported blood in the patient¿s urine cannot be conclusively determined. The patient, who had a history of benign prostatic hyperplasia and was on flomax and finasteride daily, experienced increasing post-void residual. The patient¿s doctor was consulted who recommended to continue to use the foley catheter. Urine cultures were performed which were negative. On (B)(6) 2018, the foley catheter was removed, and the patient received 1 unit of packed red blood cells. The hematuria reportedly resolved on (B)(6) 2018. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation. The relevant sections of the device history records (documents (B)(4)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on the event.